Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown an operating system version. Customer was unable to access their freestyle librelink account due to unspecified "technical issues with the app." As a result, the customer was unable to monitor glucose with sensor readings and was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported technical issues with the app. Attempted to replicate the customer's complaint using similar configurations of iphone se with ios 16.6.1 for app version 2.10.2.7677 and samsung galaxy s10 with android 13 for app version 2.10.1.10406 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown an operating system version. Customer was unable to access their freestyle librelink account due to unspecified "technical issues with the app." As a result, the customer was unable to monitor glucose with sensor readings and was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.